Manufacturer narrative:
Further evaluation revealed two small wires inside the silicone sleeve that holds the printed circuit board. This may have caused the pencil to activate as reported. Corrective action has been implemented to prevent recurrence.

Event description:
Plugged in pencil and it activated.